Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator was autocycling while connected to the patient. The patient experienced desaturation and was removed from the device immediately. The patient was then placed on a back up ventilator and no further issues were noted.